Manufacturer narrative:
D9: 3/28/2024. H3 and h6 - evaluation codes: updated. Device evaluation: one device was received for evaluation. Visual inspection found a worn dso seal, and a scratched lcd lens. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the worn expulsor was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was dispensing to high during preventive maintenance. The product fault occurred during preventive maintenance, there was no patient involvement.